Manufacturer narrative:
E1 initial reporter address 1: no. (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be inflated. Subsequently, the balloon got ruptured. The device was removed from the patient. No patient complications were reported.